Event description:
Rptr had breast implants surgically inserted 5/89. In the past 1 1/2 - 2 yrs she has been experiencing subtle symptoms which have been reported by other implant survivors who are now chronically ill. Ie skin rashes, muscle twitching, arthritic symptoms, stiffness and breast pain. A claim has been filed with the breast implant litigation settlement. 2/95.